Event description:
Related manufacturer reference number: 2938836-2019-16058. It was reported that during an implant on (B)(6) 2019, the device would not connect to rf at hand off. We used the wand as programmer went to wand only and it failed to connect when testing atrial lead only showing noise. The physician requested another device. The second device also lost rf telemetry during hand off. As we inserted the leads the device paced and then failed to capture for one beat. The physician then removed the device and was replaced by a competitor device. The patient was stable.

Manufacturer narrative:
Device was received in normal range of operation and inductive and rf telemetry were working normal. Functional analysis of device was performed, including output monitoring and telemetry tests, and no issues or anomalies were noted. Anomaly seen in the field could not be verified. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.